Manufacturer narrative:
A boston scientific technical services consultant recommended isometrics during consecutive rv impedance measurements to assess the lead. The consultant stated the rv sensitivity could be reprogrammed to be less sensitive. The patient was brought in for defibrillation threshold (dft) testing which was performed at the least sensitive setting and adequate sensing was observed. The rv sensitivity was reprogrammed to 1.0mv and there have been no further issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial flutter (af) is being detected on the right ventricular (rv) pacing and shocking channels resulting in oversensing. There were episodes of pacing inhibition of 2.5 to greater than 8 seconds. Additionally, inappropriate anti-tachycardia pacing (atp) was delivered followed by a diverted shock. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and this lead and the associated device were removed from service and replaced. A subclavian crush was suspected but was not confirmed. No additional adverse patient effects were reported.